Event description:
Boston scientific received information that this right atrial lead tripped a lead safety switch due to high out-of-range pacing impedance's greater than 2000 ohms. Noise was also apparent on this lead which triggered several atrial tachycardia response episodes. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated that the insulation was damaged in the region of the suture sleeve at 20.5 cm distal to the is-1 connector pin. The outer conductor coil was found fractured in this area. An overtightend fixture of the suture sleeve may have contributed to the observed damages. The analysis did not reveal any sign of a material or manufacturing problem.